Event description:
It was reported that the transmitter blinked red when connected to any charger. Nothing further was reported.

Manufacturer narrative:
The transmitter was unable to charge due to a depleted battery. The functional testing could not be performed due to the charge anomaly. Refer to medwatch 2032227-2014-37770 and 2032227-2014-37771.